Event description:
The customer claims that the zippers are missing on the front panel of the canopy. There was no pt incident or injury reported. Inspection of the returned product found that on panel a the window zipper slider body is open.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the panel side a the window zipper slider body is open. There is a 1 inch hole on the mattress envelope and a 1 inch hole on the literature bag. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).